Event description:
Complainant alleged that medics were treating a 46 year old female pt who was pulseless and apneic. The pt was attached to the unit via a multi-function cable and electrodes. The medics defibrillated the pt once at 200j, once at 300j and sevent times at 360 joules. The pt was also paced for three minutes at 100 ma's and 80 ppm. The pt's rhythm was converted and she was transported to the hosp. The pt expired at the facility. The staff found burn marks on the pt's chest between her breasts. The medics indicated that they applied the anterior electrode first and then the posterior electrode, thereby causing an air pocket. The product's packaging insert contains instructions for the proper application of electrode. There is no indication that the unit or elelctrode failed to function properly.